Manufacturer narrative:
The product has not been returned and no return is expected. Attempts to get further information from the dealer on a possible malfunction and the alleged statement of he feels the end user is running into things were unsuccessful. The complaint of the chair accelerating and decelerating or the arm being loose could not be confirmed. No replacement parts were ordered. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the chair was accelerating and decelerating. Dealer also stated that the arms were lose as well and feels like the end user was running into things.